Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent implant of a non-bard/davol tvt mesh. On (B)(6) 2007 - the patient underwent implant of a bard/davol flat mesh during a total abdominal hysterectomy, colposacropexy, cystoscopy and a second procedure to perform posterior repair and cystoscopy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the initial report. Based on medical records, the patient underwent additional surgery with trimming of exposed bard/davol flat mesh. At this time no conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records and the patient's legal fact sheet: (B)(6) 2006 - the patient's legal fact sheet alleges the patient was implanted with a non-bard/davol tvt mesh due to stress urinary incontinence, cystocele and rectocele. (B)(6) 2007 - the patient had complaints of prolapse without urinary incontinence and underwent a multi-part procedure with implant of a bard/davol flat mesh and a small amount of avitene powder. (B)(6) 2007 - the patient was diagnosed with a vesicovaginal fistula. Pelvic exam revealed no obvious prolapse; however, md notes "the apex is gathered together, presumably from the mesh (davol flat) placement and there is a portion of mesh (davol flat) exposed about 1cm round and with coughing, there is obvious urine loss comignfrom this spot. On bimanual rectovaginal exam, I can feel the mesh at the top of the vagina and it is indurated around the vagina from the mesh placement." (B)(6) 2007 - the patient underwent a revision procedure in which the exposed flat mesh was trimmed and a vesico-vaginal fistula was repaired. Of note operative dictation notes "the vagina was well supported, and because of this and the inability to see the top of the vagina where th mes was, no attempt was made to proceed further vaginally." Patient was also noted to have three areas of epithelial nodules/scarring that she has felt, since her posterior repair, is right ner the introitus posteriorly, and have been bothersome. These were removed as well. Post operatively the patient had postop office visits where it was noted the patient had some complications with the catheters, both the foley and suprapubic were removed. The patient had valvular erythema, most likely yeast and not indicated as related to the mesh, possibly the foley catheter.

Manufacturer narrative:
Addendum to the initial report. Based on medical records, the patient underwent additional surgery with trimming of exposed bard/davol flat mesh. At this time no conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. Note: information supplied in follow up report #1 is repeated as we did receive error message, of a duplicate report on submission of follow up #1. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records and the patient's legal fact sheet: (B)(6) 2006 - the patient's legal fact sheet alleges the patient was implanted with a non-bard/davol tvt mesh due to stress urinary incontinence, cystocele and rectocele. (B)(6) 2007 - the patient had complaints of prolapse without urinary incontinence and underwent a multi-part procedure with implant of a bard/davol flat mesh and a small amount of avitene powder. (B)(6) 2007 - the patient was diagnosed with a vesicovaginal fistula. Pelvic exam revealed no obvious prolapse; however, md notes "the apex is gathered together, presumably from the mesh (davol flat) placement and there is a portion of mesh (davol flat) exposed about 1cm round and with coughing, there is obvious urine loss coming from this spot. On bimanual rectovaginal exam, I can feel the mesh at the top of the vagina and it is indurated around the vagina from the mesh placement." (B)(6) 2007 - the patient underwent a revision procedure in which the exposed flat mesh was trimmed and a vesico-vaginal fistula was repaired. Of note operative dictation notes "the vagina was well supported, and because of this and the inability to see the top of the vagina where the mesh was, no attempt was made to proceed further vaginally." Patient was also noted to have three areas of epithelial nodules/scarring that she has felt, since her posterior repair, is right near the introitus posteriorly, and have been bothersome. These were removed as well. Post operatively the patient had postop office visits where it was noted the patient had some complications with the catheters, both the foley and suprapubic were removed. The patient had valvular erythema, most likely yeast and not indicated as related to the mesh, possibly the foley catheter.